Event description:
Catheter triggered overload on motor drive unit of the ep lab's galaxy ivus machine. Biomed analysis showed abnormal catheter vibration, and the catheter shaft was bent. There was no harm to the patient during this incident. The catheter was replaced during the procedure and a different galaxy machine was used as well. These corrections were taken before biomed staff, analyzed the equipment.